Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an event where infusion set deatched from tubing after being used for one day. The insertion site was abdomen and pump was on the waist. There was no stress or pull on the tubing. No further information available.